Event description:
It was reported that during a peripheral stenting procedure a stent dislodgement occurred. The 90% stenosed lesion was located in the severely tortuous and severely calcified left common iliac artery. Resistance was encountered as the physician advanced the 10.0x30x135cm express biliary ld premounted stent system up to and across the lesion. The express biliary stent detached from the balloon and dislodged into the proximal common iliac artery. The stent did not migrate. The physician advanced ¿several balloons¿ and a snare to position the express biliary stent into its intended location within the iliac. The procedure was successfully completed by advancing and deploying a 10 x 40 express biliary ld stent in the common iliac overlapping the previously placed 10x30 express biliary stent. No further patient complications were listed and the patient¿s status was reported as ¿ok¿

Manufacturer narrative:
(B) (6). (B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related as the device in not indicated for use in the vascular system. (B) (4).